Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported 3 false positive results with binaxnow covid-19 antigen self test. The consumer performed 3 binaxnow covid-19 antigen self test and the results were all "positive". Pcr confirmation testing was performed and generated a negative result. No additional patient information, including treatment and outcome was provided.

Manufacturer narrative:
The customer confirmed the pcr test was inaccurate and the binaxnow tests were confirmed to generate accurate results. The customer confirmed there is no allegation of a false positive result and, therefore, this event is not reportable. Hence, no further action will be taken regarding this MDR.